Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load sequence and insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.